Event description:
It was reported to covidien on (B)(6) 2012, that a customer has an issue with tumescent infiltration pump. The customer states that the wheel on the pump stopped moving. It would not pump the tubing anymore and completely stopped.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.